Event description:
It was reported that the patient presented to the clinic for follow-up reporting lethargy. Interrogation of the pacemaker revealed loss of capture and undersensing of the right ventricular (rv) lead. Chest x-ray imaging further revealed that the rv lead had dislodged toward the tricuspid valve (tv). The rv lead was successfully repositioned and reconnected to the pacemaker on (B)(6) 2026. The patient was stable following the procedure.